Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. If the sample is received, a follow up emdr will be submitted.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air) on the homechoice (hc) during initial drain. Technical service representative explained the alarm and had the home patient (hp) cycle power. The hp to restart with new supplies and notify the peritoneal dialysis (pd) nurse of alarm. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Product surveillance followed up with the patient who stated that his supplies were fine, however, he discarded the supplies and started over with new ones. There was no patient injury or medical intervention associated with this event. The lot number is unknown; therefore, a batch review could not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).